Event description:
Ongoing and increasing breast pain years after breast implant, multiple bii symptoms. Undergoing testing for psoriatic arthritis but have other symptoms non related such as burning breast pain. FDA safety report ID # (B)(4).